Event description:
Reuse tech (rt) reported multiple incidents of clotted dialyzers occurring with one pt being dialyzed with the CT 190g dialyzer. Rt noted that the dialyzer gets 2-3 reuses before the dialyzer clots to the point where the dialyzer can no longer be used. The heparin administration has changed to a one-time bolus at the beginning of treatment instead of a continuous infusion. The bolus dose for this pt has been increased with no further clotting noted. The staff is currently evaluating this anti-coagulation technique. Rt reports that there were no pt injuries or medical interventions associated with these incidents.